Manufacturer narrative:
(B)(4). The consumer returned 1 oral-b precision clean brushhead, model # eb20, production code g215, production year 2012 that was used with the suspect product. The returned sample (brush head) was analyzed and did provide a failure related to user handling.

Event description:
Brush head falls into mouth [device breakage]. No adverse event [no adverse event]. Case description: a (B)(6) year old consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b brushhead, version unknown falls into his/her mouth. The consumer stated the product was purchased a couple of weeks ago. No symptoms developed. (B)(6) 2015 received consumer's follow-up email: the consumer reported that the oral-b rechargeable toothbrush had not been dropped. Concomitant product(s): colgate toothpaste. 23-apr-2015 product investigation: 13-apr-2015: the consumer returned 1 oral-b precision clean brushhead, model # eb20, production code g215, production year 2012 that was used with the suspect product. The returned sample (brush head) was analyzed and did provide a failure related to user handling

Event description:
Brush head falls into mouth [device breakage]. No adverse event [no adverse event]. Case description: a (B)(6) consumer reported that while using an oral-b rechargeable toothbrush, version unk, the oral-b brushhead, version unk falls into his/her mouth. The consumer stated the prod was purchased a couple of weeks ago. No symptoms developed. On 11-mar-2015 rec'd consumer's f/u email: the consumer reported that the oral-b rechargeable toothbrush had not been dropped. Concomitant prod(s): colgate toothpaste.

Manufacturer narrative:
Return of prod has been requested. Prod and lot number not provided by reporter therefore unable to proceed with prod investigation at this time. Full eval will occur upon receipt of the returned prod.